Event description:
The event is reported as: alleged issue: metallic tip (bullet) broke off suture and fell into patient. Despite a search, tip could not be found and is probably still in patient. No reported patient injury.

Manufacturer narrative:
No product sample was available for investigation. A device history record (DHR) review revealed that no issues or discrepancies were found which could potentially relate to this complaint. The customer complaint cannot be confirmed due to the lack of product sample. The manufacturer will continue to monitor and trend relating complaints.